Event description:
It was reported that while using freestyle libre 3 plus with the ilet system, the phone vibrated during a scan but the sensor did not pair, resulting in intermittent communication issues; the user later reported that readings resumed and the issue resolved. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.